Manufacturer narrative:
It was reported that a 74 year old female patient underwent an atrioventircyla nodal reentrant tachycardia (avnrt) and idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. In the initial, the h10 section was omitted in error. The biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation. Upon initial inspection, no damage or anomalies were observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer ref no: (B)(4).

Manufacturer narrative:
It was reported that a 74 year old female patient underwent an atrioventircyla nodal reentrant tachycardia (avnrt) and idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. The investigational analysis (B)(6)2019. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized, with no errors were observed. The force sensor was tested and it was found to be working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and it was found to be within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Deflection testing was performed, and the catheter failed. The catheter was analyzed in rx machine. It was noticed that the t bar slid down from its place. Irrigation testing was performed and the catheter failed. Some holes were not flushing correctly. Investigation revealed that the dome was occluded by foreign material. No other damages were observed that might have contributed to the occlusion of the catheter. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed that foreign material was primarily composed of a biological-based material, presumably human tissue or fluid. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint cannot be confirmed. The root cause of the t bar slippage may be related to the design and usage of the device. The observed human tissue or fluid is related to the procedure. The root cause of the adverse event remains unknown. The instructions for states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Manufacture reference no:(B)(4).

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent an atrioventircyla nodal reentrant tachycardia (avnrt) and idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. At more than 3 hours into the procedure, avnrt ablation was finished. During mapping for idvt, a pericardial effusion was noticed. The pericardial effusion was confirmed by intracardiac echocardiogram (ice). Pericardiocentesis was performed to remove 200cc of fluid. Patient was then reported to be in stable condition. Extended hospitalization of 4 days was required. The patient then fully recovered. Transseptal puncture was performed with a st. Jude medical brk needle. Physician's opinion is that this event was related to suspected perforation by a catheter located in the right ventricle (unknown ultrasound catheter) or the right ventricle quad (st. Jude medical catheter). No steam pop was reported. No error messages on any biosense webster inc. (Bwi) equipment were reported. Visitag module was used with the following settings: graph, and dashboard. Stsf catheter irrigation was set to standard settings of 2. Based on this information the involvement of bwi devices cannot be excluded.